Event description:
It was reported via repair work order that the brakes were not holding due to broken casters stems and braking levers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.